Event description:
Per complainant, the first time the chair stopped suddenly the consumer was thrown to the left. The second time it happened, the consumer was thrown to the right. Consumer sustained bruised ribs and is waiting for the doctor's order for x-rays.